Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated with low vault. In a separate visit the lens was exchanged for the same model/longer length and the problem was resolved. The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Corrected data: g3 date should be "(B)(6) 2025". Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).